Event description:
It was reported that foreign material was on the device. The lesion being treated was located in the right atrium. After mapping was completed an orion mapping catheter was removed from a zurpaz sheath and foreign material was noted on the tip of the device. Additional heparin was administered and the splines were cleaned before reintroducing the catheter into the patient to complete the procedure. No patient complications were reported.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Device evaluated by MFR: the returned device does not have evidence of foreign matter as part of the overall visual revision. However, the customer returned the foreign matter which seems to be in saline water inside a container. The device does not have visual defects. The array section does not have evidence of foreign matter as part of the overall visual revision. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause was unable to be determined. (B)(4).

Event description:
It was reported that foreign material was on the device. The lesion being treated was located in the right atrium. After mapping was completed an orion mapping catheter was removed from a zurpaz sheath and foreign material was noted on the tip of the device. Additional heparin was administered and the splines were cleaned before reintroducing the catheter into the patient to complete the procedure. No patient complications were reported.